Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, stenosis near the right common iliac artery was noted. The 16 fr non-medtronic sheath had difficulty advancing. Subsequently, balloon dilatation was performed using a 7 mm balloon. The valve was implanted successfully. Upon withdrawal of the sheath, resistance was noted. A contrast study was performed and a dissection was noted from the right common iliac artery to the external iliac artery. A stent was placed, and the procedure was completed. It was noted that the dissection likely occurred during the advancement difficulties of the sheath prior to valve implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-34 (serial:(B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that right femoral approach was used. The minimum diameter of the right external iliac artery access vessel was 8.0×8.9mm to 8.4mm. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the injury. No allegations against a medtronic device.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, stenosis near the right common iliac artery was noted. The 16 fr non-medtronic sheath had difficulty advancing. Subsequently, balloon dilatation was performed using a 7 mm balloon. The valve was implanted successfully. Upon withdrawal of the sheath, resistance was noted. A contrast study was performed and a dissection was noted from the right common iliac artery to the external iliac artery. A stent was placed, and the procedure was completed. It was noted that the dissection likely occurred during the advancement difficulties of the sheath prior to valve implant. No additional adverse patient effects were reported. Additional information was received that right femoral approach was used. The minimum diameter of the right external iliac artery access vessel was 8.0×8.9mm to 8.4mm. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the injury. No dissection allegations against a medtronic device. Additional information was received that a cerebral infarction occurred the day of the valve implant procedure.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx transcatheter aortic valve, product ID: evolutfx-34, serial: (B)(6), use by date: 2025-11-14, UDI: (B)(4) 156. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.